Event description:
Intra-vascular catheter portion of port-a-cath not intact upon surgical removal on (B)(6) 2005. Patient transferred to (B)(6) and remaining portion of catheter removed by interventional radiology department.